Event description:
In (B)(6) 2011, pt underwent an l5-s1 posterior lumbar fusion. Post-op x-rays revealed that a head had popped off of a screw. Pt had revision surgery on (B)(6) during which all hardware was explanted. Surgeon used an iliac bone graft instead. This report is #2 of 7 for the same event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.